Event description:
Intra-articular hemorrhage (joint fluid bloody) [haemarthrosis]. Synovitis villonodular [synovitis]. Intra-articular inflammatory symptoms [arthritis]. Swelling of knees [joint swelling]. Knee pain [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a patient (demographics not provided), initials unknown with gonarthrosis. The patient's medical history was significant for suvenyl treatment about one year ago. On (B)(6), 2012, the patient initiated treatment with synvisc (hylan g-f 20), 2 ml, once weekly, into an unspecified knee. On (B)(6) 2012, the patient received second injection followed by the third injection on (B)(6) 2012. On (B)(6) 2012, the patient experienced swelling of knees, knee pain and synovitis villonodular. On an unspecified date, the patient experienced knee effusion. It was reported that arthrocentesis was performed thrice and 20cc of light brown fluid was aspirated which seem ed to be bloody. The patient had not yet recovered from the events of swelling of knees, knee pain and synovitis villonodular. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the events of swelling of knees, knee pain and synovitis villonodular as definite; however did not provide the relationship between synvisc and the event of knee effusion. The physician also suspected synovitis, rather than arthritis because of the color of the fluid, he requested the patient to have arthroscopy to confirm the diagnosis and to treat, but the physician refused. Follow-up information was received on (B)(6) 2012, from a physician regarding a (B)(6) female patient regarding her medical history, laboratory details and event information which upgraded the case to serious. The patient's medical history was significant for patient received second injection. It was reported that on (B)(6) 2012, the patient received second injection. It was reported that on (B)(6) 2012, the patient had no complication inducing immune system decreased, generalized infectious signs, skin disease around the injection site, intra-articular infection or joint effusion, but had moderate intra-articular inflammatory symptoms. Using a disposable needle with no sterilized gloves, the patient received her third injection on (B)(6) 2012 into external suprapatellar of right knee after sterilizing with iodine. The patient had no effusion collected prior to all three injections. On an unspecified date the patient had negative synovial fluid culture and synovial fluid analysis which showed negative crystals and cells. On (B)(6) 2012, the 20cc of yellow colour fluid was aspirated. On (B)(6) 2012, 20cc bloody fluid was aspirated (intra-articular hemorrhage). Arthrocentesis was performed and 20cc of brown red fluid (on (B)(6) 2012), slightly brown red (on (B)(6) 2012)and brown red (on (B)(6) 2012) was aspirated. The company assessed the event of intra-articular hemorrhage (joint fluid bloody) as medically significant. The outcome for the events of intra-articular inflammatory symptoms and intra-articular hemorrhage (joint fluid bloody) was not provided. The intensity for the event of intra-articular inflammatory symptoms was moderate and intensity for the event of intra-articular hemorrhage (joint fluid bloody) was not provided. The reporting physician did not provide the relationship between synvisc and the events of intra-articular inflammatory symptoms and intra-articular hemorrhage (joint fluid bloody).

Manufacturer narrative:
Follow up information was received on april 17, 2012 in the form of qa (quality assurance) investigation results. Evaluation summary: the production and quality control documentation for lot number p1123, expiry date 2014-01 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.